Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial implant during a routine follow-up cta scan the patient was found to aneurysm sac enlargement of one (1) centimeter. There is no evidence of an active leak occurring and a follow-up CT scan will be performed at a later date. The patient is stated as being in good condition. No further additional information or patient sequelae has been reported at this time. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the cuff occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth was unconfirmed; however, it was determined that there was evidence to reasonably suggest a type iiib endoleak of the proximal extension (vela suprarenal). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: a2: date of birth ¿ updated b1: adverse event or product problem ¿ updated b5: describe event or problem ¿ updated d2: product description ¿ updated d4: model #/lot #/expiration date/UDI# - updated g1,2: contact office- name has been updated h4: manufacturing date ¿ updated h6: patient code ¿ remove 1708 h6: device code - remove 3190 h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial implant during a routine follow-up cta scan the patient was found to aneurysm sac enlargement of one (1) centimeter. There is no evidence of an active leak occurring and a follow-up CT scan will be performed at a later date. The patient is stated as being in good condition. No further additional information or patient sequelae has been reported at this time.